Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of thrombosis/peri-procedural adverse event was unable to be determined as limited clinical details were provided and no issue was found on the pump.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
Clinical narrative: an impella rp flex device was inserted into the right internal jugular vein in a 68-year-old male patient with a past medical history of diabetes, renal insufficiency, and dialysis, presenting in right heart failure with pulmonary embolism, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. After six days on support, the impella was successfully weaned. Upon removal of the device, thrombus/biomaterial was noted at the inflow. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 1.4l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.